Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, a stent fracture occurred. The 70% stenosed target lesion was located in the calcified ostial to proximal right coronary artery (rca). A jr4 guide catheter cannulated the vessel. A 6x3.5mm flextome cutting balloon catheter was advanced but could not cross the lesion as the ostial lesion was too severe. It was exchanged for a 2.5x10mm non-bsc balloon which was predilated several times to 12 atms. The cutting balloon was advanced again but it did not cross. Additional dilations were performed with a 3.5x12mm non-bsc balloon inflated twice to 14 atms. Lastly, the 4.0x20mm promus element stent delivery system (sds) was advanced. The stent was deployed at 18 atms and was well apposed. One month later, the patient began to feel discomfort. Oral medication was administered, however the discomfort did not resolve. Three months after the initial procedure, the patient underwent a follow up procedure which revealed 90% restenosis in the rca. To treat the restenosis, a 3x12mm quantum balloon catheter was advanced and the balloon was inflated twice. The lesion was also dilated with a 4x12mm quantum balloon. During intervention it was noted that the promus element stent was fractured. Per the physician, it may have fractured during the index procedure while advancing the sds. A 5x12mm non-bsc balloon was advanced to the area and was inflated to 16 atms. Then a 4x20mm taxus stent delivery system (sds) was advanced and deployed resulting in good flow. Although a minimum type a dissection in the distal edge of the stent was noted on angiography, it was not reported what caused the dissection. The dissection did not compromise blood flow and was not treated. No additional patient complications were reported and the patient's status is stable. This product is only ous approved. But it is similar to an approved u.s. Device.